Event description:
Customer had been using gum proxabrush (ultra tight) for a number of years. Lately, the brush piece broke off its handle even at very first instance of use. They also mentioned the broken brush can end up in the throat.